Manufacturer narrative:
This is a unit from the (B)(4) subsidiary site and it is the first time that it has been sent to manufacturer for servicing. The reported complaint was confirmed by the service repair technician (srt). This bracket holds the flow meter cable in place. Without this bracket, there is a risk of calibration issues. A new bracket and screws were installed by the srt. After contacting the (B)(4) subsidiary, it was learned that the epgs was sent to them by their customer missing the bracket. It is unknown where the bracket went missing. It additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the flow sensor cable bracket was not installed (received from customer without a bracket or the mounting hardware). There was no patient involvement.